Event description:
It was reported to technical services on (B)(6) 2011 that this lead has -waves are 3-5mv. Latitude trans w/in last 24hrs, yellow alert - low signal amplitude appeared on atrial lead. No documented evidence of atrial burden - dont think its afib. Caller working with hcp (B)(6) from (B)(6). Ts reviewed data for p-wave measurements. See some variability with p-wave msmts, but usually have p-waves between 3 and 5mv with a few spikes down below 1 mv. Ts stated that p-wave measurement of less than 0.5 will trigger oor alert. Ts stated that it is possible to see more variability with daily measurements because have more data points than just in-clinic visits, and it is possible that the low measurements are just random low amplitudes. Ts discussed intrinsic amplitude algorithm and noted that just need 1 sensed event for measurement so sometimes can see an outlier that just happens to come through at the time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).